Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported to the vad coordinator that one of his batteries is not staying charged. Prior to the inability to hold a charge, the patient stated that he was connected to two batteries, when one reached 25% capacity, the controller alarmed as expected to change it. After removing the depleted battery and the controller switched to the other battery, that battery immediately dropped to 50% with two yellow bars.

Manufacturer narrative:
The reported event of the returned battery, (B)(4), not charging and rapidly discharging was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to rapidly discharging from full to <25% in under 30 minutes when connected to a controller. Internal visual inspection revealed a faulty weld between two of the cell pairs. This faulty weld allowed the cell pairs to make intermittent connections, resulting in a rapid perceived drop in battery charge. The most likely root cause of the reported event can be attributed to a faulty resistive weld. The manufacturer has opened an internal investigation to evaluate the faulty resistive welds. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.